Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. It was reported a patient had an initial right total hip arthroplasty subsequently, has elevated metal ions and an MRI displayed a fluid collection and debris. The patient is asymptomatic, revision was performed. Based on the available information, the event can be confirmed. However, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient is being revised, approximately 15 years post implantation, for possible high metal ions and infection. The surgeon removed the 46 mm head and kinective neck as these devices would not separate. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d6b, e1, g3, g6, h2, h6, h10, h11.

Manufacturer narrative:
(B)(4). D10. Item# 01.00634.054, item name zimmer mmc cup 54/46mm code l, lot# 2520777. Item# 01.00181.460, item name metasul large diameter hd 46/l, lot# 2504878. Item# 00771301000, item name modular femoral stem press-fit plasma sprayed cementless size 10, lot# 60806865. Item# 00784802201, item name modular femoral stem press-fit plasma sprayed cementless size 10, lot# 60714121. The device will not be returned for analysis as it currently remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient will undergo a future revision approximately 15 years post implantation due to elevated metal ion levels and an MRI displaying a fluid collection and debris. The patient is currently asymptomatic and scheduled for revision. Diligence is completed and no further information on the reported event has been provided.